Event description:
Pt reported that flow of insulin from device was not continuous and consistent (the flow would stop and then pick-up quickly). No treatment was received as a result of this incident.